Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly atrial lead dislodgment occurred shortly after the implantation procedure was finished. The subject lead was initially fixed in the atrial appendage. After the pocked was closed and the patient moved from the operation table to a stretcher, he showed signs of phrenic stimulation. By fluoroscopy it¿s was noted that the lead dislodged to the superior vena cava. A re-intervention was performed to fix the lead in another site.

Manufacturer narrative:
(B)(4)

Event description:
Reportedly atrial lead dislodgment occurred shortly after the implantation procedure was finished. The subject lead was initially fixed in the atrial appendage. After the pocked was closed and the patient moved from the operation table to a stretcher, he showed signs of phrenic stimulation. By fluoroscopy it¿s was noted that the lead dislodged to the superior vena cava. A re-intervention was performed to fix the lead in another site.